Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. We have received a delivery from yourselves for the suture. Upon booking it in we have noticed the box stats a needle length of 4.7mm ¿ our description states 5mm. When I double checked on your website the description states 4.7mm but the picture states 5mm. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 3/16/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: ¿ did this issue contribute to any patient adverse event? ¿ are there any photos of the actual sutures? ¿ how was the product purchased? ¿ is there an indication of how the product was distributed? ¿ is there any indication of the source? ¿ please provide the source or name and title of external person providing answers to, follow-up (external person submitting answers to sales rep or loc/bq). To date the device has not been returned. If the device or further details are received at a, later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.